Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the station was not syncing on real time. A technical support specialist (tss) dialed into the device and reviewed its communication and system status. The tss confirmed that the last server communication was recorded, verified that the device had successfully upgraded to version 1.11, and reviewed the device uptime. The tss confirmed that the issue was resolved following the upgrade. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station was not synchronizing on real time. Customer reported that after the upgrade, the station was not syncing in real time, pick and delivery reports were mismatched, duplicate patients were appearing on the station, and outdated medications continued to display on reports despite being marked outdated. There were no delay or adverse events or injuries reported based on this event.